Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. Device received with scratched casing and damaged keypad overlay texture. Device received with minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, stained serial number label and peeling endcap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell with the device. Customer's blood glucose was 12 mmol/l. Device screen was smashed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.